Manufacturer narrative:
The extension cable has been replaced. No patient impact.

Event description:
It was reported to hill-rom that the extension cable for golvo 8008 has caught fire. The customer took the product out of service. No injury reported.